Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 5:45 am for a blood glucose level of 495 mg/dl and diabetes ketoacidosis. The customer experienced the following symptoms of high blood glucose levels: hyperventilating, vomiting, and pain. The customer did not know she had used expired insulin and that caused her hospitalization. She was treated with an IV and insulin drip. She was wearing her insulin pump at the time of her hospitalization. Troubleshooting was declined. The product is not being returned. Nothing further was reported.